Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory the device was thoroughly inspected and analyzed. Prior to decontaminating the device, possible blood/tissue was noted to have been in the rv port. Post decontamination, no blood/tissue was seen in the port. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
(B)(4). The device is currently undergoing analysis. When additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that this pacemaker and associated right ventricular (rv) lead displayed noise that was oversensed. Oversensing led to pacing inhibition but not result in more than two seconds of asystole for the patient. Isometrics were not able to recreate the noise. Boston scientific technical services discussed potential sources for the reported clinical observations. The patient had recently undergone a change out procedure, as such, a connection issue was suspected. The patient was then seen for revision procedure. A tug test was performed and the lead was determined to have been inserted tightly. The rate sense portion of the lead was removed from the header. At that time, tissue was noted on the ring of the lead and inside of the port of the device header. The device was explanted and has been returned for analysis. The lead remains in service. There were no adverse patient effects reported.